Event description:
It was reported that the probe sensors are not working. Changing the device to which the sensors were attached did not give any results. Change of intubation probe on guide and with glidescope, taking into account the patient's bmi, in order to obtain optimum results from the use of the probe sensors. There was no known patient impact.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis: visually, there was contamination on the cuff balloon and on the distal portions of the flex circuit. Additionally, there were creases in the flex circuit. Electrically, the maximum resistance from electrodes to pins is 20 ohms and the actual measurements were 38 ohms (blue), 39 ohms (red with clear tubing), 32 ohms (blue with clear tubing), and 44 ohms (red) which all electrodes were out of specification. Functionally, for further analysis, the device was connected to a nim system, and the electrode leads were submerged in a saline solution to perform functional testing and the device passed the electrode check and there was no excessive feedback during the noise test. There was no intermittent behavior while manipulating the flex circuit or the wire harness. In the returned condition, there was an out of specification condition that was related to the complaint. H6: initially submitted codes fdm b17, fdr c20, fdc d14 <(>&<)> img g04134 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.